Manufacturer narrative:
Unit received with cracked end cap, cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that plastic was broken from pump. Insulin pump would need to be replaced. Customer's blood glucose was unknown.